Manufacturer narrative:
D10 concomitant products: 8886621321 8886 6213-21 maxon 5-0 grn 75cm cv22x36 - (lot#d6a2694y); 8886621321 8886 6213-21 maxon 5-0 grn 75cm cv22x36 - (lot#d6a2694y); 8886614721-2 maxon 5-0 24 grn cv-11 da 8886614721-2 - (lot#d5g3164y); 8886614721-2 maxon 5-0 24 grn cv-11 da 8886614721-2 - (lot#d5g3164y); 8886614721-2 maxon 5-0 24 grn cv-11 da 8886614721-2 - (lot#d5g3164y); 8886614721-2 maxon 5-0 24 grn cv-11 da 8886614721-2 - (lot#d5g3164y); 8886614721-2 maxon 5-0 24 grn cv-11 da 8886614721-2 - (lot#d5g3164y); 8886614721-2 maxon 5-0 24 grn cv-11 da 8886614721-2 - (lot#d5g3164y); 8886614721-2 maxon 5-0 24 grn cv-11 da 8886614721-2 - (lot#d5g3164y); 8886614721-2 maxon 5-0 24 grn cv-11 da 8886614721-2 - (lot#d5g3164y); 8886614721-2 maxon 5-0 24 grn cv-11 da 8886614721-2 - (lot#d5g3164y); 8886614721-2 maxon 5-0 24 grn cv-11 da 8886614721-2 - (lot#d5g3164y); 8886614721-2 maxon 5-0 24 grn cv-11 da 8886614721-2 - (lot#d5g3164y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted pancreaticoduodenectomy (da vinci), even though the suture is supposed to have high tensile strength, the suture broke on the proximal side relative to the area clamped by the needle holder, and frequent breakage was also observed at the ligation point during the ligation operation. The issue occurred on three sutures from the same box and two from a different kind of sutures. The surgery was completed using another company's product. There was no patient injury.